Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, fold creases, a curved opening on radius, red biological tissue on the shell, and wear abrasion. A microscopic analysis was performed which identified: a crease sharp opening on radius. Based on the device analysis the final assessment is: a crease sharp opening on radius assessed as fold flaw opening.

Event description:
Patient reported unknown side "bulging" and exchange of textured devices due to patient's concern with product. Healthcare professional reported "bilateral exchange from textured to smooth implants due to the patient's concern with the product, bilateral capsular contracture (baker grade iii) and seroma". Device has been explanted. This record is for the left side.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, capsular contracture, baker grade unknown and concern with the product.

Event description:
Patient reported unknown side "bulging" and exchange of textured devices due to patient's concern with product. Healthcare professional reported left side "exchange from textured to smooth implants due to the patient's concern with the product, capsular contracture (baker grade unspecified) and seroma". The device remains implanted.